Event description:
Pt attempted to deliver a bolus on the infusion device and the buttons would not function and the "micro" appeared locked. No errors or alarms were received on the infusion device. She removed and reinserted the battery, and the infusion device displayed an e8 power interrupt error. She was unable to clear the error message due to the non-functioning buttons. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.